Manufacturer narrative:
Product event summary: one video file and the patient data files were returned and analyzed. The video showed a review of radiofrequency and pulsed field ablations on the mapping system screen. Review of the log file showed time stamps and errors related to the procedure. In conclusion, the reported clinical issue of tamponade and hypotension occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a cardiac ablation procedure, the patient exhibited symptoms of cardiac tamponade, including low blood pressure. An echocardiogram was performed to confirm the diagnosis, and a pericardiocentesis was carried out as treatment. The patient was transferred to observation for close monitoring, and hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.